Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an unspecified surgery, the head of the patient moved in the mayfield skull clamp (a1059). No patient harm or surgical delay has been reported.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The lock assembly met specifications. The ratchet arm was bent and difficult to insert into the clamp base, but this deficiency would not have contributed to a slippage. The defective ratchet arm was replaced and marked with the instance number. The function of the complete unit was then successfully tested. Root cause - probable root cause is improper or suboptimal placement of the clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.